Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that when attempting to dislodge the stylet from the lead during implant, the stylet ¿snapped inside the lead, which caused it to be damaged.¿ it was stated the lead was faulty. No diagnostic testing was performed as it was noted the lead was visibly damaged. The lead was not implanted as a result of the event and the issue was resolved with lead replacement at the time of the procedure. It was noted that there were no intervention actions needed and the patient was alive with no injury at the time of report. The patient¿s indication for use was for the treatment of chronic pain. There were no complications reported or anticipated.